Event description:
At this time no surgery is scheduled for the patient. It is likely the patient has a pin that is not fully inserted into the header of their generator or a positional lead break. This cannot be evaluated unless the patient has further surgery.

Event description:
It was reported that a vns patient had their battery replaced on (B)(6) 2012, but starting having more intense seizures the same day as it was put in and every day since. The patient was evaluated on and it was determined that they had high lead impedance. An x-ray was taken and sent to the manufacturer for review. The generator was not able to be visualized as was not in the field of view on the x-rays received. The lead body and electrode site were able to be visualized. The electrodes were in alignment at the c6 level. A strain relief bend is present but the loop is not per labeling. The strain relief loop does not appear to be adequate. Two tie-downs are present one securing the small loop and one on the lead body. Most of the lead in the neck area was visible and no obvious lead discontinuities or anomalies were identified. No lead in the chest or generator area was able to be seen based on the views provided. Based on the x-ray review, no obvious lead discontinuities or anomalies were observed in the x-ray images that may be contributing to the allegation of high lead impedance. It is possible there is an issue with the lead that was not seen as not in the views. It is possible their high impedance is related to the lead pin not being fully inserted, no generator lead pin assessments were able to be made. The patient's seizures were not above baseline, nor a change in seizure type. No trauma has been reported and no other contributory factors reported prior to their high impedance being attained. Another set of system diagnostic tests were performed and were within normal limits. The patient was seen again the following day and again had high lead impedance. The patient is being referred to their surgeon. A surgery date has not been planned at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death.

Manufacturer narrative:
Adverse event or product problem; corrected data: no adverse event. Outcomes corrected data; no intervention taken. Corrected data: device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that 7/limit/high was observed, again, on both system and normal mode diagnostics. The patient was referred for full revision and has a consult on (B)(6) 2015.

Event description:
It was reported the patient did have a consult on (B)(6) 2015. No surgical interventions have occurred to date.

Manufacturer narrative:
Date received by manufacturer, corrected data: the follow-up report #4 inadvertently did not report the date that the information was received, which was 11/10/2015.

Event description:
The patient had generator and lead replacement surgery which occurred on (B)(6) 2016. The hospital discards explanted products. As a result, analysis is unable to be performed.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.